Event description:
It was reported that the implant in site 31 was removed due to peri implantitis. Clinician stated uneventful post op course. Healing collar placed on (B)(6) 2025. Patient reported exfoliating graft material on (B)(6) 2026. During restoration of implant 31 on (B)(6) 2026, patient reported pain. Upon surgical exploration, granulated tissue was associated with the implant circumferentially and it was slightly mobile. Implant was removed, site curetted, bone grafted. Noted pain and inflammation.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier unknown / not provided. G4: additional PMA/510(k) number k011028, k013227. H6: additional h6- patient codes: 1932: inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.